Event description:
The initial reporter received questionable elecsys troponin t hs results from one patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2025, the initial result was 130 ng/l or 131 ng/l. On (B)(6) 2025, the repeat result was <5 ng/l. The clinician questioned the initial result, prompting the rerun.

Manufacturer narrative:
The reagent lot number is 811848. The expiration date was requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the qc results are within the specified ranges. The sample foam detection images show 3% of white particulate matter, dust on the active gripper, and occasional film and foam on the patient samples. The investigation determined the event was due to a preanalytic issue (white particulate matter in the patient sample) at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.